Event description:
Dr inserted gradial artery catheter which was defective and necessitated removal - bleeding from invasive line site occurred. Pt had low hemoglobin prior to bleeding. 1 unit of blood given prior to catheter insertion. Pt had received blood due to anemic condition.